Event description:
A surgical technician reported that a red stop sign displayed and that there were footswitch issues. No further details were provided. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).